Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery utilizing a retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery. A 9.0 x 40, 135cm mustang¿ balloon catheter was able to cross the lesion. Then the balloon was inflated for 30 seconds however the balloon ruptured at 15 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 9-40/75 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).